Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced a change in his stimulation after suffering a fall. The sjm representative met with the patient and lead diagnostics showed no abnormalities. Reprogramming was unable to resolve the issue. X-rays were taken and indicated the lead may have migrated. Surgical intervention may be pending to address these issues.